Event description:
It was reported that (1) al326 from fdc30 kit was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the al326 was positioned across the cystic artery after it had been identified and skeletonized. The clip applier was fired. There was no indication that a clip had advanced and the jaws had locked onto the tissue. After repeated attempts to squeeze the handles in order to release the jaws failed. The surgeon pulled the handles apart which finally released the jaws. The instrument was removed and another was opened. The case continued without further difficulties. There was no consequence to the pt.